Event description:
Local reaction in the left knee [local reaction], knee effusion [joint effusion], lacerated scalp [skin laceration], cardiac arrhythmia [arrhythmia], fell [fall]. Case description: spontaneous report received on 07/13/2009, from a (B)(6) female patient, (B)(6). The patient had a history of osteoarthritis, damaged acl and partially removed meniscus in the left knee. The patient was previously treated with synvisc in the left knee approximately every 6 months for 3 to 4 years. On (B)(6) 2009, the patient received the first synvisc injection of the series in her left knee. On (B)(6) 2009, the patient fell and lacerated her scalp. The patient considered this a matter unrelated to synvisc. The patient was hospitalized for observation, to be sure that there were no negative brain developments from striking her head, which there were not. The patient received the second synvisc injection in the left knee on (B)(6) 2009. While in the hospital, the patient's stay was prolonged because she developed a cardiac arrhythmia. The patient was discharged from the hospital on (B)(6) 2009. The patient received the third synvisc injection on (B)(6) 2009. The following day on (B)(6) 2009, the patient returned to her physician, because of a local reaction in the left knee and had 40cc of cloudy, yellow fluid aspirated from the knee. The fluid was tested and had no bacteria. The patient received a corticosteroid injection in the left knee on (B)(6) 2009 to treat the local reaction in the left knee. As of the date of receipt of this report, the patient had recovered.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided and batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated. On a periodic basis, data is presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.